Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up and externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.